Event description:
Information received from the field notes multiple attempts to interrogate the device resulted in a message being dis- played that parameters had unknown values. After pushing the continue button, the mode was ddir with dashes showing. Measured data could not be collected and the device would not accept programming. The patient did not report any symptoms and her sinus rhythm was about 36 bpm and the magnet rate was 39 bpm. The device was replaced.